Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 14mmx2.75mm, de novo target lesion was located in the proximal left anterior descending (lad) artery. The lesion contained >45 and <90 degrees bend. Following pre-dilation was preformed, a 2.75x16mm promus element¿ plus drug-eluting stent was advanced and it stopped in the proximal lad. The device was removed and it was noted that the stent was destroyed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus mr ous 2.75 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed damage to the proximal and mid-section of the stent. The proximal end of the stent was bunched in a distal direction exposing the proximal balloon wall. The stent was also moved in a distal direction. The manufacturing crimp data for this device was reviewed and there were no anomalies to note. The maximum stent profile measurement was within specification. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 14mmx2.75mm, de novo target lesion was located in the proximal left anterior descending (lad) artery. The lesion contained greater than 45 and less than 90 degrees bend. Following pre-dilation was preformed, a 2.75x16mm promus element plus drug-eluting stent was advanced and it stopped in the proximal lad. The device was removed and it was noted that the stent was destroyed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.